Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by attorney that the patient underwent hernia repair surgery in 1989 or 1990 and an unknown product was implanted. It was reported that the patient experienced adhesions, cysts on colon and bowel obstruction. No additional information is provided.

Manufacturer narrative:
Date sent to FDA: 7/16/2020 h6 patient code: 2415, 1888, 2193, 3189 - surgical intervention, 3191 - multiple sclerosis, spastic colon, hysterectomy additional b5 narrative: it was reported that the patient experienced numbness in pelvic area, surgery to remove three partial ovaries, vomiting, depression, urine infections, vaginal infection, hemorrhaging, multiple sclerosis, cramping, spastic colon and hysterectomy. No additional information was provided.